Event description:
The sales rep reports that during a sleeve gastrectomy procedure, on the first firing with a green cartridge without buttressing after firing the surgeon noticed at the distal tip of the staple line three staples were not deployed. On one side of the cut line it looked as if only two staples formed at the distal tip. The surgeon over sewed the area. There was no patient impact.

Manufacturer narrative:
(B)(4). Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one ple60a device was returned in good visual condition and with two ecr60g cartridge reloads present. The cartridges were received fully fired and in good visual condition. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.